Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/24/2015. Device evaluation:the device has been returned and evaluated by product analysis on 03/13/2015 with the following findings: a review of the pump¿s black box showed no loss of prime warnings had occurred. During testing, the 24 hour duration test was performed and no loss of prime warnings were observed. The force sensor calibration was found to be within required specifications. The pump case was removed and the force sensor pins were seated properly and the solder connections intact. There was no evidence of cracked force sensor traces. The loss of prime issue was not able to be duplicated during investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that a loss of prime alarm had occurred more often than expected by the user. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.